Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to re-seat all cabling connections on the anesthesia control board, then repeatedly test it for the remainder of the day to confirm that it does not happen again. If it acts normally then consider moving it to another room when returned to service. The other option is to replace the anesthesia control board. No further information is available regarding the resolution of the reported issue. No report of patient involvement. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that the system reset itself unexpectedly which would result in a loss of mechanical ventilation. There was no report of patient involvement.